Manufacturer narrative:
Product ID 3888-56, lot # v693539, implanted: (B)(6) 2012, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37746, product type programmer, patient product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37742, serial # (B)(4), product type programmer, patient.

Event description:
It was reported that there was a power-on-reset (por) condition and the patient was unable to adjust stimulation. The patient noticed the por condition a couple of days prior to the report. The reporter stated that the patient was unable to recharge his implantable neurostimulator (ins) due to the "call your doctor" icon that was displayed. It was indicated that the patient had not been to any stores where there could have been electromagnetic interference. However, the patient just had a tracheotomy and a feeding tube put in 2-3 weeks prior to the report, and was surrounded by medical equipment such as an oxygen machine and a "mister." The por was cleared with the patient programmer, after which the patient was able to see a regular recharging screen with the ins recharger and had full coupling.